Manufacturer narrative:
Initial.

Event description:
It was reported that the user requested assistance with a supply change and was guided through correct infusion set and cartridge replacement steps, after which insulin therapy was resumed. Symptoms included no adverse clinical effects. Outcomes included successful troubleshooting and education without alerts or alarms. Investigation included customer support review and step-by-step procedural guidance. Investigation of this case revealed user performance error related to incorrect supply change steps, with no device or component malfunction identified. It was concluded that the cause was user error addressed through education.